Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) /pvc ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. The patient suffered a pericardial effusion during a pvc ablation. While ablating for five minutes, at thirty watts power on the generator, the patient's blood pressure decreased. An intracardiac echo revealed a two-centimeter effusion. A pericardiocentesis was performed, but no fluid was able to be removed. The patient's blood pressure returned to normal without further intervention. The patient remained stable and was monitored in the operating room. The physician did not indicate that they believed bwi products contributed to the patient event.